Manufacturer narrative:
Additional product component: model number/catalog number: 720157-01 and 72400024. Batch/lot number: 1000126580 and 100155255. Model/catalog description: cuff fgs 3.5cm inhibizone and balloon fgs 61-70cm.

Event description:
It was reported that the patient experienced recurring incontinence and fluid loss due to a small leak in the tubing near the pump and the pump was filled with air and was not able to be pumped or squeezed properly with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced recurring incontinence and fluid loss due to a small leak in the tubing near the pump and the pump was filled with air and was not able to be pumped or squeezed properly with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: fluid loss reported. The ams800 pump was visually inspected. The balloon tubing had a leak that was the result of a sharp instrument. The pump was not functionally tested due to the tubing leak. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary. Additional product component: model number/catalog number: 720157-01 and 72400024, serial number: null and null, batch/lot number: 1000126580 and 100155255, model/catalog description: cuff fgs 3.5cm inhibizone and balloon fgs 61-70cm.